Manufacturer narrative:
Procept biorobotics is an importer of the apogee 2300 digital color doppler ultrasound imaging system. The receiving inspection record for the apogee 2300 digital color doppler ultrasound imaging system serial number (B)(6) was reviewed. It passed the receiving inspection. No reworks were performed by procept biorobotics that were related to the reported event. The review indicated that the device met specifications when released for distribution. The review of the operation manual for the apogee 2300 device (IFU) found that it has covered the related safety instruction: 1.6 safety l) when performing the rectal ultrasound exam, be gentle in the movement. Do not perform violent operation, otherwise it may cause risks of perforation of the rectal wall, damage to the anus and perianal tissues, damage to the rectal mucosa or bleeding. In summary, the root cause for the reported event could not be determined. The user manual of the apogee 2300 device lists rectal perforation as a potential risk of the procedure. Based on the review of treatment log files, DHR, post-marketing data and IFU, the event is considered not to be device related. The information received determined that the rectal perforation was not related to the siui apogee 2300 device. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2026, a male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept became aware that, post-aquablation therapy, the patient experienced rectal perforation. During focal bladder neck cautery (fbnc), the treating surgeon advanced the resection beyond the intended treatment area into the mid-prostate. The positioning and angulation of the trus probe may have contributed to this event. A small rectal tear was identified during the procedure, and the trus probe was visualized on cystoscopy. The surgeon noted that the patient's anatomy was inherently weak and had thin prostatic tissue in the mid-prostate region, which may have increased the risk of this occurrence. No additional surgeries or interventions were required following the aquablation procedure. The decision was made to manage the perforation conservatively, with prolonged catheterization and an extended inpatient stay for monitoring on the ward. The patient is reported to be doing well. The surgeon does not attribute the rectal perforation to the aquablation therapy or device itself. No device malfunction was reported during this event.